Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Three incidents reported : during cesarean section the thread frayed and broke (medwatch report 2916714-2015-00931). During convectional hysterectomy needle broke. During cesarean needle broke at the tip (medwatch report 2916714-2015-00933). All of them were during suturing of the uterus.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples received. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Since no sample was received and no units available, it is not possible to conduct an investigation to determine the cause of the incident. If this problem continues, please send the sample used and / or five units of the same batch for investigation. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.